Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02019 and 3005099803-2012-02200 address these devices. It was reported to boston scientific corporation that two resolution clips were used on (B)(6) 2012 during a colonoscopy. According to the complainant, during preparation, the clip (mr # 3005099803-2012-02019) was found to have prematurely deployed inside the oversheath. The device was removed from service and a second resolution clip (mr # 3005099803-2012-02200) was used. However, the same issue occurred; the clip was found to have prematurely deployed inside the oversheath. The procedure was completed using a third resolution clip. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported as being fine. This event has been deemed reportable based on the preliminary investigation results; oversheath torn.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02019 and 3005099803-2012-02200 address these devices. It was reported to boston scientific corporation that two resolution clips were used on (B)(6), 2012 during a colonoscopy. According to the complainant, during preparation, the clip (mr # 3005099803-2012-02019) was found to have prematurely deployed inside the oversheath. The device was removed from service and a second resolution clip (mr # 3005099803-2012-02200) was used. However, the same issue occurred; the clip was found to have prematurely deployed inside the oversheath. The procedure was completed using a third resolution clip. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported as being fine. This event has been deemed reportable based on the preliminary investigation results; oversheath torn.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly half deployed, but attached to the coil and bushing. Although, the clip remains attached to the control wire, the jaws are not able to be opened or closed. Furthermore, the clip assembly does not advance smoothly. Two small portions of oversheath, approximately 40mm in length, were returned for analysis. The returned oversheath sections were torn and encompassed the clip assembly and the coil at the distal end. The blue grip returned separated from the oversheath. A kink was present in the control wire. Based on the analysis performed on the returned device, the reported event was confirmed. Additionally, the evaluation revealed that approximately 40mm of oversheath returned and was torn. The most probable root cause is handling damage as the issue was observed prior to the device contacting the patient. A review of the design history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4): torn oversheath. Initial visual analysis of the return device showed that the oversheath was torn. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.